Event description:
It was reported that the customer received a no delivery alarm on the insulin pump when trying to deliver a bolus. The customer's blood glucose was 308 mg/dl. Troubleshooting was done. Assisted customer in performing a 5 unit fixed prime, and the customer stated that insulin did exit. Explained that there may be an insertion site related issue due to a bent cannula or an occlusion with the insertion site or infusion set. Advised customer to change the entire infusion set. Advised to call back if the alarm recurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.